Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a water vapor therapy procedure, post two and half days the catheter was removed. Once the catheter was removed the patient experienced urinary incontinence. He was needing to go to the restroom six to seven times a day. This persisted for about three months after which it improved.